Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a sheath introducer and a dilator with a damaged tip. No damage or defects were observed on the sheath. Microscopic examination revealed that the dilator was bent near the tip with one split and another area that was slightly pushed back. White stress marks were observed around the damaged area. The appearance of this type of damage is consistent with previously investigated damage that occurred during insertion. The provided instructions state to enlarge the puncture site with a cutting edge of the scalpel positioned away from the guide wire. A review of manufacturing records did not yield any relevant findings. Based upon when the damage was found (during insertion), operational context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4). The original complaint associated to the returned sample was logged under (B)(4) which was determined to be non-reportable. Additional information: this product is not sold in the us. The 510k number provided is for a similar product that is sold in the us.

Event description:
The complaint investigation lab received a sample for another complaint and the tip of the returned dilator was observed to be damaged.